Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) device migrated into the scrotum. The cylinders and pump were explanted and replaced; the chronic reservoir remains in service. No further patient complications were reported.